Manufacturer narrative:
The mayfield base unit was received for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the traction wire is broken at the drilling area, and the material at the tip of the wire is thin. Root cause - this defect is due to an human error during the finishing operations, the material of the wire has been removed too much near the drilling of the pin and it weakens the wire. No corrective and preventive action (CAPA) is required as there is no adverse trend. However, a reminder has been performed to the operators.

Event description:
A facility reported that the insert cev625-1 fenestrated broke while it was in contact with a patient. There was no patient injury and the event did not significantly increase the surgery time.